Event description:
Because of the medtronic infuse that was implanted during my spinal surgery - I've had many complications including pain, major nerve injury as well as the constant fear that things will get worse.